Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor unit did not receive a low battery alert for the gz transmitter in hi-q view before it powered off. The bme requested an investigation as to why the g9 monitor did not alert them that the battery was low on the transmitter. There were no reports of patient harm or injury. Investigation summary: it was concluded that the probable cause for no alarm for the low battery is related to the use of unspecified batteries. The batteries recommended in the operator's manual of the gz-130p are the only batteries that were verified to operate well with the device. The battery's internal resistance will determine how well it operates with the gz-130p, and it cannot be determined with battery specifications alone. The root cause has been identified as the use of non-specified batteries. There is no evidence of an nk device malfunction that may have contributed to the reported issue. The customer had changed the type of batteries used to resolve the issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 07/20/2023 emailed the bme for all items under the no information section: no reply was received. Attempt # 2: 07/27/2023 emailed the bme for all items under the no information section: no reply was received. Attempt # 3: 08/02/2023 emailed the bme for all items under the no information section: no reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na gz transmitter: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na

Event description:
The biomedical engineer (bme) reported that the g9 monitor unit did not receive a low battery alert for the gz transmitter in hi-q view before it powered off. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor unit did not receive a low battery alert for the gz transmitter in hi-q view before it powered off. The bme requested an investigation as to why the g9 monitor did not alert them that the battery was low on the transmitter. There were no reports of patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 07/20/2023 emailed the bme for all items under the no information section: no reply was received. Attempt # 2: 07/27/2023 emailed the bme for all items under the no information section: no reply was received. Attempt # 3: 08/02/2023 emailed the bme for all items under the no information section: no reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na gz transmitter: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na

Event description:
The biomedical engineer (bme) reported that the g9 monitor unit did not receive a low battery alert for the gz transmitter in hi-q view before it powered off. No reports of patient harm.

Manufacturer narrative:
UDI related data quality updates: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the g9 monitor unit did not receive a low battery alert for the gz transmitter in hi-q view before it powered off. No reports of patient harm.